Manufacturer narrative:
Submit date: 11/16/2016. The device history record (DHR) was reviewed for product 22550a, lot # 609513x. All defib electrode and subassembly components met the required quality assurance tests and acceptance criteria to completely satisfy the manufacturing requirements per the product specification. Quality assurance testing included an array of electrical tests; dc offset voltage, ac small signal impedance, defibrillation recovery, noise, large signal impedance, simulated defib recovery, pacing impedance, pacing offset voltage, wave form duration and pacing energy loss were performed. In addition, the DHR for the defib gel body subassembly used in defib product 22550a, lot 609513x was reviewed. The DHR for product sr00020 (defib gel body subassembly), lot 603359 passed all acceptance criteria, including visuals and electricals. No abnormal processing conditions or testing results were identified. During final assembly of the defib electrode each defib electrode set is tested for continuity to ensure that the connector/gel body assembly is capable of conducting current, and that it demonstrates electrical continuity. Should this continuity test fail the product would be discarded. Although the complaint states no samples would be provided, samples were received for the complaint lot in relation condition reported by the customer. Two representative samples were received from the customer for evaluation in the manufacturing facility quality assurance lab. The samples consisted of two unused defib electrode set with an original pouches. The actual defib electrode set used when the incident occurred was not provided for evaluation. A therapy cable fit test was performed and the connector plugged in with ease, no issues observed on both customer provided defib electrode sets. The defib electrode sets were visually inspected; all components were present and were constructed per the product specifications. The gel bodies were inspected for silver print, the printed silver pattern on the conductive gel bodies met the acceptance criteria. The customer returned samples was subjected to ECG testing in accordance with internal inspection protocol for electrical properties. During the test the wires were manipulated throughout the process. The defib electrode set did not cut out. All results were within the acceptance criteria to completely satisfy the manufacturing requirements per the product specification. The defib electrode sets were then connected to a lifepak 20 defibrillator using a patient therapy plug. The defib electrode sets were then subjected to a defib shocking and pacing tests in accordance with internal inspection protocols. The defibrillator recognized the electrode set and allowed a shock to be applied. During the subsequent shocks the wires were manipulated. The electrode set was recognized throughout the testing, no faults were observed. All results were within the acceptance criteria. Lastly, the defib wires were subjected to dielectric testing to ensure there were no breaks in the internal wire, outer insulation or connection issues within the molded connector. All results were within the acceptance criteria. Defib/electrical properties results and wire/connector testing results are attached to the complaint. Electrical testing was also performed on two production retain samples to verify the functionality of the defib electrode. The retain samples conformed to the specifications. This complaint is not confirmed 22550a, lot 609513x passed DHR review, and the electrical tests on the customer samples and production retains met the acceptance criteria. Therefore there is no manufacturing related root cause. We recommend that you investigate the following potential root causes: the method of preparation, storage and the physical AED unit. To reduce and remove the incidents of storage induced issues please ensure that the product is properly stored. The electrodes should be stored in their sealed protective pouch in a cool dry place, and should be kept away from sunlight. The packaging also indicates that the product should not be used if the pouch is damaged. The pouched product should not be crushed, folded, or stored under heavy objects. There are several important factors that can impact the adhesion of the product that can result in issues related to the electrode not delivering electricity. To reduce and remove the incidents of preparation induced issues please review the following instructions: first, improper application of the electrode or applications without proper skin preparation can cause a failure to create adequate connection between the patient and the electrodes. In order for electrical signals to pass from the body through the electrodes, an electrically conductive path between the skin and electrodes must be established to ensure adequate electrode impedance or contact impedance. Successful defibrillation requires electricity to flow from one electrode to the other through the chest. If the electrodes are not firmly adhered and there is sweat or another conductive material between the electrodes, the electricity will be more likely to flow across the chest rather than through it. Electrode pads must come in direct contact with the skin. Additionally, the packaging instructions should be followed to ensure proper adhesion of the product: remove excess hair. If the chest hair is so excessive as to prevent good adhesion of the electrode pad, the hair should be removed. Clean and dry skin sites. Do not use alcohol or tincture of benzoin. Firmly smooth the electrode from the center outwards to the edges with fingertips to ensure that there are no air pockets, and to ensure that the pad is securely adhered to the patient. Electrodes are not repositionable. Replace with new electrodes if repositioning is required. This will ensure optimal adhesion. Second, improper connection to the therapy cord will also cause the defibrillator to fail to recognize the electrodes. Ensure that the connector and AED receptacle are free of debris and properly connected. Finally, check for the following conditions in the AED unit: control pca failure, parameter pca failure or shock key failure. If any of these errors are observed please contact the AED manufacturer. This complaint is not confirmed; consequently, there are no further corrective or preventive actions required at this time. Further trending will be performed for similar reports, and this complaint will be shared with the defib focus factory to promote awareness.

Manufacturer narrative:
Submit date: 9/15/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a defibrillation electrode. The customer reports: no contact to the patient, they were unable to supervise an EKG, as there were 'fall out' in the signal the EKG came and went on and off. They were in doubt on whether or not the patient was able to be shocked. No critical harm.